Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000124577.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one lead. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's lead was fractured. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of unable to set ipg to MRI mode was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.